Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during follow-up one week post implant this right ventricular (rv) lead exhibited loss of capture (loc) at maximum device output and the patient complained of discomfort and pain pacing in the rv. A chest x-ray was performed confirming the lead had perforation the myocardium. A revision procedure was performed at which time the rv lead was explanted and replaced. No additional intervention or adverse patient effects were reported.